Event description:
Healthcare professional placed two 6495 streamline heartwires and connected to an epg. Staple-like devices, hemo-clips, were used to attach the 6495 to the skin. No pacing could be obtained. When suture was used instead of staples to attach another 6495 lead, pacing and sensing was obtained and the leads performed as intended.